Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was investigated at the manufacturing site but it could not duplicate the reported phenomenon. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Considerations] since the reported phenomenon was not duplicated, it was presumed that since there were scratches on the electrical contacts of the video connector, the communication status between the electrical contacts of the video processor and the electrical contacts of the video connector of the subject device became temporarily unstable and the reported phenomenon was occurred. Also the malfunction may have occurred due to damage to the internal circuit board of the video connector. The possible causes for the damage to the internal circuit board of the video connector were as follows; the video connector was plugged in and unplugged while the system was turned on, causing a temporary overcurrent. Static electricity was applied to the electrical contacts of the video connector. Or according to the inspection report of olympus service operation repair center (sorc), since the reported phenomenon was duplicated when the distal end was heated, it was possible that mechanical or electrical stress was applied to the image sensor unit and the electrical connection condition temporarily deteriorated, causing the reported phenomenon. The following items were confirmed at the investigation. Image confirmation: normal image was displayed. There was no change in the image even if it was swinged the video connector, video cable, universal cord, or angulated. Insulation state of the insertion part: there was no abnormality. To check the condition of the electrical contacts of the video connector: foreign material was seen to adhere. To check the image while energizing for about 1 hour: normal image was displayed and there was no abnormality. To check the image while heating the internal circuit board of the video connector: normal image was displayed and there was no abnormality. To check the image while warming the distal end: normal image was displayed and there was no abnormality. The assembled condition such as wiring of the circuit board inside the video connector: the was no abnormality. The condition inside the bending part: there was no disorder in the arrangement of the internal components, and there was no abnormality. The appearance condition of the image sensor unit cable: there was no abnormality. To check the image while swing the image sensor unit cable: normal image was displayed and there was no abnormality. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) but it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device became green color/ irregular color tone when connecting to the monitor at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.